Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was unknown. On an unreported date, the patient was treated with unknown medications (dose, frequency and route not reported) for the peritonitis. On an unreported date, dianeal therapy was discontinued during treatment. At the time of this report, the patient had not recovered. Additional information is not available.